Event description:
It was reported that the ventilator's alarm sounder was not outputting the proper volume and the ventilator had hardware faults. The reported problem was found during a bench check and was not connected to a patient.